Event description:
It was reported that deflation and removal difficulties occurred. The target lesion was located in a coronary artery. A 3.00 x 20mm synergy xd drug-eluting stent was successfully implanted for treatment. However, it was noted that although the balloon was deflated for the recommended 30 seconds, the device was difficult to remove from the stent. After pulling negative multiple times, the device was completely removed with the balloon in a deflated state. No patient complications were reported.